Event description:
Device report from synthes (B)(4) reported the following event: surgeon had to schedule a revision surgery on a patient who had the initial surgery on (B)(6) 2013. The patient was implanted with the matrix construct from l4-l5. The revision surgery on (B)(6) 2015 was due to nonunion between l4- l5; postoperative pain and adjacent level disease was also reported. During the revision surgery the entire matrix construct was explanted. Upon hardware removal, the surgeon noticed that the right l4 screw (part# 04.606.655) had a loose cap and that the head of the screw had popped out of the screw shaft (although the screw shaft was solid in the pedicle of the spine). The left l4 screw (04.606.650) on the other hand has a tight screw, but the screw itself into the bone was loose. The surgeon believes that the loose cap along with the loose screw prevented healing possibly due to micromovements. The patient was then implanted with non-synthes product between levels l2-l5. This is report 4 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 10 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: all returned locking caps (04.632.000 lots 7101508 x3, 7233034) were examined under magnification. In each instance expected wear consistent with insertion and explantation were visible (worn anodization). The thread profiles were found to be free of nicks/gouges and the threads were sharp and well defined in each instance. A definitive root cause for locking cap loosening was unable to be determined. The system technique guide states that final locking cap tightening be carried out with a 10nm torque handle (03.620.061); loosening of a locking cap is indicative of inadequate torque application during insertion or improper alignment of the rod with respect to the polyaxial heads. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Relevant drawings for the returned implants were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID is unknown. Event date: unknown. Additional product codes: mnh, mni, kwq, kwp. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacture date: 27november 2012. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.